Event description:
Pt was found in large pool of blood and IV solution. Blood was coming out of the tubing. Above a port site (appeared to have "pulled out") just above port. The tubing was changed and no further problems. Upon inspecting the tubing it was like the "glue" let go at the insertion of the line and y for port.